Manufacturer narrative:
(B)(4). Approximate age of device ¿ 18 days no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2016 the patient reported palpitations, fatigue and diaphoresis. The patient was evaluated in the emergency department, and a fecal occult blood test (fobt) was positive. The patient¿s inr was 2.65, and complete blood count had decreased. On (B)(6) 2016 the patient was admitted with gastrointestinal (gi) bleeding and anemia. Coumadin and aspirin were held at admission. The patient¿s hemoglobin continued to drift down to 8.5 g/dl. On (B)(6) 2016, an esophagogastroduodenoscopy (egd) was performed and three arteriovenous malformations (avms) were located and cauterized. The patient¿s hemoglobin stabilized, and a dose of IV feraheme was administered. On an unspecified date the patient was discharged, and a one week follow-up in the clinic showed improvement in the patient¿s hemoglobin. The patient¿s symptoms were reported to have resolved. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.